Manufacturer narrative:
The field service engineer (fse) serviced the unit with several visits and found no system issues. Different buffer and reference lots were tested without change in sodium findings. The customer performs calibrations every 12 hours. (B)(6) = sodium chloride substitute (oral). The customer reported the monthly means for calcium is between 2.19 to 2.2 mmol/l (reference range: 2.15-2.50 mmol/l). This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for additional reportable events.

Event description:
The affiliate reported the customer alleged falsely low sodium (na) and calcium (ca) results, for multiple patients, involving unicel dxc 600i synchron access clinical system. The erroneous sodium and calcium results were released out of the laboratory and questioned by physicians. Multiple patients were treated with sodium chloride substitute based on the low sodium results. There has been no report of patient outcome. The field service engineer (fse) assessed the unit at the facility.